Event description:
The customer stated that she tested her blood glucose and received a reading of 300 mg/dl using her older contour meter. She retested using her new meter and received a reading between 100-150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and the customer's older contour meter will be returned for eval. Replacement products were sent to the customer.